Manufacturer narrative:
The reservoir has the piece of drain connected to the reservoir's drainage port directly, without connector. The drain is unevenly cut and tightened on the port with the help of white plastic part. Upon functional test, air leakage into the reservoir was observed through the port-drain connection. The drain is improperly connected to the reservoir and leaks through the connection.

Manufacturer narrative:
(B)(4) failure to drain. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. At the hospital after the surgery, the reservoir bag soon swelled out, negative pressure did not active and unable to drain. There was no adverse patient consequence reported.